Event description:
The recipient is reportedly electing revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b, d.9, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.